Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via implant patient registry that patient had reoperation for lvot obstruction due to impingement of the 27mm bioprosthetic mitral valve. It was noted that she expired on pod #2. The patient presented with chest pain, shortness of breath, and unstable angina. Echocardiogram revealed severe mitral regurgitation. A 27mm bioprosthetic mitral valve was secured in position and tested well. Patient came off cpb. Postoperative echocardiogram revealed good functioning valve and some dynamic lvot obstruction. Sutures kept tearing out. A repeated echocardiogram revealed severe lvot obstruction. Part of the septum was resected. Valve was in good position and struts were well away from the lvot and the mitral valve. Patient also had a 19mm aortic valve and 28mm tricuspid ring implanted. She weaned off pressors and experienced decline in cardiac performance. Patient expired on pod #2.